Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. A tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor device had a reservoir rupture during patient use at the hospital. Sixty cc of drug remained in the reservoir after the rupture. The device was filled with 5-fluorouracil and saline. There was patient involvement but no patient injury and medical intervention.